Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error for the second consecutive day. The customer rewound the insulin pump and changed the insulin the day prior. He stated that the insulin pump worked since the day prior up until the time of the call, when the alarm recurred for the second time. The caller did not know the blood glucose reading. He noted that he had been at his daughter's basketball practice at the time of the event. The customer did not observe any significant events leading to the alarm. The customer was able to complete the rewind sequence before the call. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.